Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 14-oct-2022 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint handpiece revealed that the handpiece was received with the plunger rod fully advanced. The cartridge tip could be observed to be bent and with the plunger rod puncturing the side of the cartridge where the tip of the cartridge meets the neck. Inspection of the plunger rod revealed no damaged. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified that could contribute to or cause the observed issues. The complaint issue of cartridge tip cracked/damaged was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Additional observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue either. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when injecting an intraocular lens (iol), dib00 21d implant, the end of the injector was found to be pierced. This made it impossible to insert the implant correctly. No further information is available.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a, lens was not implanted. Explant date: n/a, lens was not implanted, therefor not explanted. (B)(6). The intraocular lens (iol) was not returned for evaluation, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.